Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of seprafilm is not affected by this report.

Event description:
Allergic reaction [hypersensitivity]. Case description: spontaneous report was received on (B)(6) 2013 from a surgeon regarding a (B)(6) male pt, initials (B)(6). The pt's medical history was significant for esophageal cancer, esophageal cancer surgery, gastric tube cancer and preoperative condition of pneumonia. On unspecified date in (B)(6) 2013, the pt underwent resection of gastric tube and enterostomy of small intestine with concomitant use of tube (ncj kit) and one sheet of seprafilm (sodium hyaluronate, carboxymethylcellulose) was placed under the incision site to reduce the extent and severity of postoperative adhesion following adhesiotomy for adhesive ileus. The lot number for seprafilm was not provided. On (B)(6) 2013, the pt developed allergic reaction at the incision site. The event of allergic reaction was assessed serious due to hospitalization. As of (B)(6) 2013, the pt had not yet recovered from the event. Concomitant medications were not provided. The intensity for the event of allergic reaction was moderate. The reporting surgeon assessed the relationship of seprafilm with the event as possible.